Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to ineffective scs and the need for an MRI imaging.

Event description:
A report was received that the patient was having an increased pain in low back radiating down her legs. When the patient turned on the device, the pain was magnified and the patient was getting electrical shocking sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 16357452, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having an increased pain in low back radiating down her legs. When the patient turned on the device, the pain was magnified and the patient was getting electrical shocking sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had other issues that are not device related. No device malfunction was suspected.

Event description:
A report was received that the patient was having an increased pain in low back radiating down her legs. When the patient turned on the device, the pain was magnified and the patient was getting electrical shocking sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that x-ray of t spine indicated lead was intact, with distal tip at t9, just below t8/t9 interspace.

Event description:
A report was received that the patient was having an increased pain in low back radiating down her legs. When the patient turned on the device, the pain was magnified and the patient was getting electrical shocking sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having an increased pain in low back radiating down her legs. When the patient turned on the device, the pain was magnified and the patient was getting electrical shocking sensation. The patient will undergo an explant procedure.